Event description:
It was reported that a malfunction alarm with code malf 0 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after this intervention, the malfunction did not recur. The customer was advised to continue using the pump and to report any future issues.